Event description:
As reported, indwelling PICC device had to be removed due to a crack in the valved hub luer. No pt injury or complications were reported. The used device was returned to navilyst medical.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h965750191) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the ship history report were reviewed. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2014 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. Returned for eval was the white/purple catheter hub with 2" of the extension tubing attached. An injection cap (not supplied by navilyst medical) was attached to the hub. The female luer lock component of the hub was confirmed to be cracked just adjacent to the molded parting line. The most likely cause for the damage is an over-tightened connection with a mating male luer (likely the needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4).